Event description:
It was reported to philips that the heartstart mrx defibrillator had a leads failure. It was reported that the alleged failure was observed while in clinical use. No adverse patient impact was reported to philips.